Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive for achromobacter xylosoxidans, burkholderia capacia and pseudomonas aeruginosa (15cfu/endoscope in total) during a routine surveillance culturing test at the facility. The subject device had been disinfected with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility to obtain additional information .the facility reported that they had cleaned the subject device using a non-olympus cleaning brush (tec care model en kit 13) and reprocessed the device using a non-olympus automated endoscope reprocessor (soluscope 3) the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.